Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The log file analysis indicated an intermittent loss of contact force during the procedure. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delay remain unknown.

Event description:
Related manufacturing ref: 2184149-2022-00074. During a left atrial tachycardia case, contact force information was flashing on and off on the screen which caused a delay. The tactisys was exchanged which did not resolve the issue. Another ablation catheter was used to complete the procedure with no consequences to the patient.